Event description:
It was reported that the insulin pump has broken. The blood glucose reading is 320 mg/dl. The insulin pump alarmed during the prime process. Customer will treat with manual injections. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump had a broken belt clip slot, reservoir tube lip, reservoir tube, case window display corners, scratched lcd window and case.